Event description:
Patient reported obtaining back-to-back blood glucose results of "hi" (>600 mg/dl) and 127 mg/dl on the advantage system. Patient indicated that therapy was not modified based on these values. No adverse event was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.